Event description:
It was reported that it was not possible to interrogate the device. The device was not able to be fixed by a manually guided reset (mgr) procedure. The device is still in use. No patient complications were reported as a result of this event. Additional information was received indicating the device was later removed and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected manufacturing site ID. Evaluation summary for (B)(4): hybrid - failure disappeared during analysis. This no telemetry communication failure condition was confirmed. A pacing output signal was also observed indicating the device was functional and the loss of telemetry was not caused by a depleted battery. The device can was opened and the no telemetry failure cleared during the electrical evaluation of the hybrid. Multiple attempts were made to reinduce the loss of telemetry communication failure, but none were successful. This analysis was stopped at this point with the telemetry failure condition cleared and the device functioning nominally.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was not possible to interrogate the device. The device was not able to be fixed by a manually guided reset (mgr) procedure. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that it was not possible to interrogate the device. The device was not able to be fixed by a manually guided reset (mgr) procedure. The device is still in use. No patient complications were reported as a result of this event. Additional information was received indicating the device was later removed and replaced.